Manufacturer narrative:
The device was not returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the electrosurgical system generator displayed an e433 error code and would not power up. The malfunction was identified during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.

Event description:
It was further reported that the procedure was completed without any delay.

Manufacturer narrative:
This report is being submitted for additional information received from the customer. Please see updates to b3, b5, e2, e3 and g2. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: d8 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the error message e433 occurs when the effective value of the output signal falls below the specified limit, which normally indicates a low-impedance diode chain which is caused likely due to a defective foot switch, a defective cable connection, a defective transformer, a defective peak value rectifier, or a defective motherboard. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.